Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports required. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(6) 2018 lfc (hcp): additional information received from a healthcare professional (hcp). It was reported that the patient has had uti prior and since implant - on date (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018. The reported indicated that the cause of the uti was due to intermittent catheterization and neurogenic bladder. The patient's healthcare professional (hcp) confirmed that the uti was not related to the device or therapy. Antibiotics and IV were given to the patient in order to resolve the uti. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for it was reported that patient had pain with urinary voids from missing some of his insides from having pancreatic cancer. On (B)(6) 2018, it was reported that blood was oozing by his dressing. He stated he just left the hospital as they changed his dressing and said it was fine. The patient also mentioned he has an infection in his bladder and he was given supplements for this. There were no further complications or anticipations reported with this event.